Manufacturer narrative:
Returned device was received in decent physical condition but the bottom case was cracked and the plunger case seal was damaged. Evidence of reported problem in event log was found. During the evaluation of the device, the motor assembly was found to be old, dirty and worn out due to normal use. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was experiencing a motor rate error. There were no reported adverse events.